Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient underwent a reverse total shoulder revision approximately one (1) month post-implantation due to dislocation, pain and inability to move arm. The polyethylene liner was removed and replaced. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
No further event information available at the time of this report.